Event description:
It was reported that the smiths medical cadd solis vip pump failed flow rate test twice by -7.7% and -8.4%. It was reported that event occurred during testing. There was no patient involvement in the reported event.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. The reported issue of the pump failing the flow rate test was not detected in the history log. To test the pump, accuracy testing was performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.